Event description:
It was reported the device was used during a laparoscopic cholecystectomy procedure. It was reported by the affiliate that the safety shield would not retract. There was no patient consequence.

Manufacturer narrative:
Facility experienced an event with endopath dilating tip trocar on 6/26/97 while performing a lap cholecystectomy. The product complaint analysis team has completed its investigation of the device which was returned to co with product inquiry # 974312. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: bullet tip condition, conforming; desufflation lever condition, conforming; inner gasket condition, conforming; latch condition, conforming; obturator condition, conforming; outer gasket condition, conforming, reset button condition, conforming; sleeve condition, conforming; stopcock condition, conforming and trocar condition, conforming. Functional tests & results: does safety shield retract, conforming; flapper door functional, conforming and lockout functional, conforming; analysis conclusion: based upon the inquiry info rec'd, visual examination and functional test performed, the instrument was found to arm, and the safety shield was found to retract and lockout properly. No conclusion could be reached as to how the reported "safety shield would not retract" occurred. Note; this was originally reported as an rpo. Co reviews each incident as it occurs in an effort to continuously improve co's products and processes.